Manufacturer narrative:
G4:24feb2021; b4:01mar2021; h11:g5:k102985. H10: additionally, the customer reported that the ventilator displayed a battery failed alarm. The reported issue was confirmed by the customer. Following the evaluation of the device the customer replaced the battery. The device was reported to have been repaired. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported the device shuts off when the ventilator is unplugged. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.